Event description:
It was reported that during a routine device replacement procedure, review of stored device data noted this right ventricular (rv) defibrillation lead exhibited increased shock impedance measurements from 78 to 100 ohms. Other programmed vectors showed high out of range shock impedance measurements greater than 125 ohms. Commanded shocks were delivered prior to device explant with the patient under sedation. Shock impedance measurements were noted to be within normal limits at 67 ohms. The device was then explanted as planned and the lead was connected to the replacement device. Shock impedance measurements through the replacement device were noted to be within normal limits. The procedure was completed. The specific date of implant for this lead is not known at this time. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a routine device replacement procedure, review of stored device data noted this right ventricular (rv) defibrillation lead exhibited increased shock impedance measurements from 78 to 100 ohms. Other programmed vectors showed high out of range shock impedance measurements greater than 125 ohms. Commanded shocks were delivered prior to device explant with the patient under sedation. Shock impedance measurements were noted to be within normal limits at 67 ohms. The device was then explanted as planned and the lead was connected to the replacement device. Shock impedance measurements through the replacement device were noted to be within normal limits. The procedure was completed. The specific date of implant for this lead is not known at this time. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that overall shock impedance measurements for this rv lead were noted to be 82 ohms, however, review of the vector breakdown showed high out of range shock impedance measurements greater than 125 ohms. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.